Manufacturer narrative:
The subject devices have not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of these devices and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, subject two devices (s/n: (B)(4) manufactured on march 5, 2013 and s/n: (B)(4) manufactured on january 16, 2016) tested positive as follows. On (B)(6) 2018: gram-positive coccus was detected from suction channel of one of the subject device. It is unknown which device tested positive. On (B)(6) 2018: gram-negative bacillus was detected from suction channel of another subject device. It is unknown which device tested positive. The user facility reported that the subject device had been reprocessed using an automated endoscope reprocessor (olympus oer-3), and peracetic acid (olympus aceside) as a disinfectant solution. There was no report of patient infection associated with this report. This is 1 of 2 reports.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".